Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
In direct phone conversation with the consumer, he stated that " I had a right uni2 wrist implant in 2008 for post traumatic arthritis due to a wrist fracture, I experience pain for two years after the initial surgery and was prescribed anti-inflammatory medicine which caused internal bleeding requiring blood transfusion. In (B)(6) 2010 I had a surgical repair. The pain persisted. In (B)(6) 2012, my physician determined the implant came apart. In (B)(6) 2012 I underwent a surgical repair as the right side of prosthesis nearest my smallest finger came loose. The implant was put back in place and re-cemented". Additional information was received from the consumer on (B)(6) 2013 which noted" "there is a large lump or swelling on the side opposite the thumb. For the past six months it has been painful to use my right hand for any of the basic things the dominant hand would be used for. I find it very painful to shave, brush my teeth or comb my hair. It is quite impossible for me to lock/unlock a door, start my car or cleanse my self after a bowel movement. I have to use my left hand for any of these three functions, becoming quite adept at this, but I am not very happy about it. In addition, my employer is wondering about my ability to function in my job which includes typing and computer access. It would appear that I now have a condition described (if I understand correctly) as "distal-radial-ulnar-joint" and that this condition was probably caused by part the failed prothesis impacting the bones in that area. I further understand that the treatment options are injections (with danger of infection in the joint - which was investigated and ruled out prior to the recent surgery) fusing the joint (which I will not do) and further surgery. For the moment we are using a compounded capsaicin ointment to ease the pain and hopefully reduce the inflammation. If the independent hand surgeon (in private practice) and the bio-mechanical engineer (consulted at the advice of my attorney) confirm the diagnosis and cause may be assured we will proceed with litigation. This was not the outcome I had anticipated when I was offered the opportunity to have the integra universal 2 implant inserted in my wrist, but it is apparently the outcome that has occurred. Once again, this is my understanding of the situation. I am sure you will get the complete diagnosis and x-ray results from (B)(6). It is also my understand that this is not the first instance of a failure of this sort with this device. I will wait your reply after your careful investigation and consideration of the unfortunate events. I have concerns about the cost of future treatments, my ability to function effectively, to continue to be employable and about the final outcome of the situation". The consumer reported he has been using an "anti-inflammatory medication (limbrel250) recommended by my gastroenterologist. In addition I must use an electrical stimulator on my wrist to reduce pain, because I cannot use anything stronger than tylenol to control the pain. The capsacin rub, the limbrel and the tylenol do not give much relief. Perhaps the stimulator will. A half hour this morning seemed to help, but I can only use it twice a day, morning and night, using it at work would be unwise." Additional clinical information has been requested from the consumer's physician.